Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained in a femoral artery. The 85% stenosed, 46mm x 2.4mm, eccentric, de novo target lesion with a bend of 45 degrees was located in the moderately calcified left circumflex artery. Following pre-dilatation with a 2.5/15 emerge balloon catheter, a 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal end of the stent itself was deformed. The procedure was completed with different a device. No patient complications were reported and the patient status was stable.